Manufacturer narrative:
Document review: amistem h collared cementless femoral stem size 1 std: ref. 01.18.231 / lot 124020 ((B)(4) stems produced / (B)(4)sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Mectacer biolox delta ball head size 32 s (k112115): ref. 01.29.204 / lot 125384 ((B)(4) heads produced / (B)(4) sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Versafitcup cc trio acetabular shell o 46 (k103352): ref. 01.26.45.0046 / lot 130751 ((B)(4) cups produced / (B)(4) sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Versafitcup cc hc uhmwpe liner (k120531): ref. 01.26.3239hct / lot 132703 ((B)(4) liners produced / (B)(4) sold): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected, there are no evidences that the event is device related.

Event description:
Ref importer report (B)(4).